Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, not charging/turn off was reproduced. During evaluation the unit was found with the back flex battery contacts pin (2 of 8) fully depressed/jammed and unable to rebound as designed. The back flex battery contacts pins do not make contact with the battery pin, causing the battery alert not charging message, and also, this resulted in improper contact with the battery, causing the unit to turn off unexpectedly when tested in battery mode. A review of event history log revealed improper shutdown message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be dried liquid substance on the back flex battery contact pin is the cause of the depressed/jammed and unable to rebound as designed the back flex battery contact pin will be clean to fix the reported issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of not charging and turns off during device power up. This occurred in the private room department. There was no patient involvement. No additional information is available.